Manufacturer narrative:
Valve explant due to an unknown reason was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a sjm mechanical valve (model number: unknown) was implanted. On (B)(6) 2019, the valve was explanted for an unspecified reason. Additional information has been requested.